Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Review of the provided image shows an unopened tip cover accessory package with a batch number and a lot number.

Event description:
It was reported that after a da vinci-assisted surgical procedure the mcs tip cover fell into the patient during surgery. They were able to retrieve it without any problem.